Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: review of the black box data revealed call service alarms ((B)(4)) ((B)(4)); motor power supply alarm on (B)(6) 2016. The user had the wrong year set in the pump. The pump was exercised for 24 hours without the occurrence of errors, alarms or warnings. Investigation did not duplicate the complaint. The pump was opened for investigation and revealed moisture corrosion on the printed circuit board, the force sensor plate and a single component.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).